Manufacturer narrative:
If implanted, give date: unknown/ not provided. If explanted, give date: unknown/not provided. Phone: (B)(6). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon saw a slight crack in the intraocular lens (iol) during implantation. Despite this, the results have been excellent. No patient injury was reported. The material is not available for investigation.